Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure of ventricular tachycardia, the patient experienced unstable ventricular tachycardia, necessitating cardioversion. During the procedure, another manufacturer's decapolar catheter was inserted in the coronary sinus and quadripolar catheter was inserted in the right ventricular (rv) lead.  Mapping was conducted in both the left ventricular (lv) and rv leads, and ablation was performed in the lv lead, specifically in the septal and lv outflow tract areas, using both radiofrequency (rf) and pulsed field (pf). The procedure was concluded, and the anesthesiologist noted low blood pressure despite medication administration. An echocardiogram revealed a pericardial effusion causing tamponade, and a pericardial aspiration of over 1000ml was performed. An intra-aortic balloon pump (iabp) was inserted by an interventional cardiologist, but the patient continued to have depressed blood pressure. A cardiothoracic surgeon performed an open thoracotomy and discovered a puncture at the rv lead apex causing hemopericardium. It was suspected that the puncture was caused by the quadripolar catheter in the rv lead during cardioversion. The patient required extended hospitalization in the intensive care unit and was still in intensive care, intubated, and sedated. Medications for general anesthesia and for blood pressure were continued. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received that after the tamponade, the patient had a vt storm, cardiogenic shock and global asthenia. Since the procedure, the patient has decreased swallowing function and requires therapy.

Manufacturer narrative:
Updated b5: event description updated h6: patient codes (ime/annex e). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H10: 3012520654-2025-00136 - duplicate report; will no longer report under 3012520654-2025-00136; reporting will continue under 3012520654-2025-00035; updated h6 - eval code method (fdm/annex b) and imf (annex f) health impact medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.